Event description:
The account alleged the bed has no functions and the head raised to thirty degrees. No pt impact.

Manufacturer narrative:
The account replaced the control box and the lockout box and the issue remains. Tech told the account to verify good power source and to plug the siderail control direct into the control box to further isolate. No further info is available on the repair of the bed at this time.